Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Cannot perform DHR review due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle was not working properly. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320883, batch no: unknown (provided 8282897). It was reported that when the consumer injects the insulin the pen needle doesn't dispense the complete insulin to her skin. Verbatim: consumer reported when she injects the insulin the pen needle doesn't dispense the complete insulin to her skin. Sample discarded. She gets the nano needle from mail order sometimes. Item# 320883. Lot# 8282897; expiration date-202-10-31; incident date-unknown. She rotates the injection sites each time of her injection. She uses new needle each time of her injections. She checks the needle to see if it's straight on patient and non patient end. Advised her to save the samples if it occurs again. Cross reference to file # (B)(4). Offered to send the voucher.